Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the hcp was suspecting cellulitis a t this time. Patient was not presenting with other signs of infection, no fever, no elevated white cell out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient noticed redness, heat and itching at her stimulator site and in the middle of the back. Patient did not know of any external factors that may have led to this. Oral antibiotics and ointment to the red, itchy areas on her back were prescribed. The issue is not resolve at this time. Medical history of back pain, low leg joint pain, parkinsons. No surgical intervention planned or occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A correction was made. This event is both adverse event and product problem. If information is provided in the future, a supplemental report will be issued.